Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem usb cable does not charged the pump. Customer¿s blood glucose level ranged from 153-154 mg/dl. The customer was able to successfully charge the pump with an alternate cable.